Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had software error detected. Customer's blood glucose value was 172 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-p plan. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error found in the pump history due to software error. Device received with cracked keypad overlay at select button.